Event description:
On (B)(6) 2013, it was reported that the patient's generator settings were interrogated and found to be stimulating for 30 seconds every 60 minutes, with a magnet output current of 1ma. However, the patient should have been receiving 30 seconds of stimulation every 5 minutes, with a 0ma output current. It was stated that it was known a faulted system diagnostic test could lead to these unintended settings; however, the nurse stated that she interrogated the patient's device at the end of the last visit to make sure the settings were ok. No other information was provided as the nurse did not give any additional details, except that the patient is implanted with a model 102 generator.

Event description:
Follow up confirmed that the nurse provided all of the information she could. No additional information has been provided.